Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported on both sides of the 3/8-3/8-3/8 connector, there was blood leakage on the arterial line. Diminished leakage by placing two tie-wraps. Time of leakage approximately 2 hours. Leakage not noticed during priming. Blood loss: a few milliliters. No direct consequences for the patient." (B)(4).

Manufacturer narrative:
On 02/24/2016 11:10 am (gmt-5:00) added by (B)(6): product was requested for manufacturer investigation. At one 3/8x3/8x3/8 y-connector two additional cable fixers had been fixed. A tightness test was performed with the delivered set. Thereby no leakage at 3/8x3/8x3/8 y-connector was detected. But a leakage on y-connector 1/2x3/8x1/2 was noticed. A new complaint was opened regarding this failure for tracking and trending. Afterwards the additional cable fixer which was placed by the customer was removed. Tightness test was repeated. Thereby a leakage from 3/8x3/8x3/8 y-connector could be confirmed. The most probable cause can be determined as loose connection between tubing components. Additionally, a complaint statistic was performed to see if the failure was systematic. Complaints were searched in manufacturers database with the lot number 92175269. There was one other customer complaint, which is associated with a different failure. The failure description is mentioned as "blue dot was found inside product during priming". (B)(4). There were no other complaints found. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
On 02/24/2016 11:03 am (gmt-5:00) added by (B)(6): (B)(4).

Manufacturer narrative:
(B)(4). The device history record of the reported lot has been investigated by maquet cardiopulmonary (B)(4). No abnormality was found. No scrap record for the related material was found. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
Additional information received on 01/12/2016: "pressure estimated around 175 mmhg but never higher then 750mmhg". (B)(4).